Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2012, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient had to go back into surgery because the liner disassociated from the shell. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: pain and tenderness in her right hip and groin. This pain and tenderness has never gone away and she has suffered from constant pain and can only stand or walk for short periods of time. In addition she will need future surgeries to replace her defective hip, and faces possible metal poisoning, bone less, chronic pain, a decrease in her quality of life and other serious medical problems. Update: 12/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient had to go back into surgery because the liner disassociated from the shell. Records are available for further review.

Manufacturer narrative:
(B)(4).